Manufacturer narrative:
The investigation of hemolysis has been completed. Clinical states that anemia was reported with possible relationship with impella. No signs of hemolysis next day. Pump was not returned. Data logs show no relevant abnormalities. No motor current spike, no suction alarms or positioning issues observed. Therefore, the root cause of the hemolysis issue was not determined since the pump was not returned for investigation and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions- including catheter position, pre-existing medical conditions, and small left ventricular volumes- may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received from protect IV study regarding a patient (unknown race and ethnicity) implanted with an impella cp device for mechanical circulatory support. The study reported the patient experienced normocytic anemia, hemolysis. The patient was administered blood products, and the outcome was noted as resolved. The study reported the adverse event is probably related to the impella study, impella procedure and possibly related to the percutaneous coronary intervention. After approximately 20 hours of support, the patient was successfully weaned and the impella cp device was explanted with a survived outcome.